Manufacturer narrative:
Additional information will be submitted when the device is returned and evaluated. Not returned to manufacturer.

Event description:
It was reported that the foot switch continued to run even after the the pedal was released. There was no patient involvement, no adverse event was associated with the device.

Event description:
It was reported that the foot switch continued to run even after the pedal was released. There was no patient involvement, no adverse event was associated with the device.

Manufacturer narrative:
Upon disassembly for visual inspection the boot and cable assembly were damaged.